Manufacturer narrative:
Patient date of birth is not available for reporting. Additional device product code: jdp, hrs this report is for an unknown number of unknown variable angle (va) locking screws. It is unknown which locking screws from the following reported screws were pulled out postoperatively: part #02.031.236 (quantity 1), part #02.231.270 (quantity 2), part #02.231.275 (quantity 1), part #02.231.280 (quantity 1), part #02.231.285 (quantity 1). Without a valid part and lot number, UDI is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a traumatic right periprosthetic fracture and was implanted with a plate and seven (7) screws on (B)(6) 2017. It was reported the patient was non-compliant and the implant had failed (confirmed via x-ray taken on an unknown date). An unknown number of locking screws were pulled out postoperatively. It was unknown which locking screws were pulled out. The patient's hardware was removed (1-plate, 6 va locking screws, 1 cortex screw) and patient was revised with a distal femoral replacement and mobile bearing tray (mbt) revision tray on (B)(6) 2017. Reportedly there was no surgical delay. The procedure and patient outcome were unknown. This report is for an unknown number of unknown variable angle (va) locking screws. Concomitant devices reported: va lcp plate (part #02.124.406, quantity 1), cortex screws (part #214.830,quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.